Event description:
It was reported that the patient experienced a ventricular tachycardia during electrocautery when a (B)(6) implantable pulse generator (ipg) was being replaced. An external pacing catheter and external pulse generator was used. The phenomenon stopped when the intermedics external pulse generator was turned off. It has not been confirmed whether the high tachycardia pacing operation was caused by the pre-replacement ipg or the external pacemaker, which was affected by electrocautery. External pacing was suspected from the waveforms of the body surface electrocardiogram. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).